Event description:
In 2009, the pt reported he has had erratic blood glucose readings from 12 mg/dl to "hi" since he started insulin infusion device therapy in 2000. He stated this has occurred with different devices and while on injection therapy. He said he does not have a normal blood glucose. His doctor wants him at 120 mg/dl but he prefers to be around 150 mg/dl. The pt stated, he treats his elevated blood glucose by bolusing and changing his infusion site and drinks soda to correct his low readings. He said about 7-8 months ago, his wife could not wake him up and when she tested his blood glucose, his reading was 12 mg/dl. She called the ems who gave him an IV drip and took him to the hospital emergency room. He stayed in the emergency room for 3-4 hours until his blood glucose increased to 120-130 mg/dl. He stated the reason for his low blood glucose was not found but that he was told he either overbolused or did not eat enough. He has not experienced a reading that low again. Troubleshooting did not find any product issues. A request for additional training was submitted. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.